Event description:
Discordant chloride (cl) results were obtained on multiple patient samples on a dimension vista 1500 instrument. The discordant results were reported to the physician(s). The samples were repeated on an alternate dimension vista instrument, resulting as expected. The corrected results from an alternate dimension vista instrument were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant cl results.

Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) specialist and stated that they observed integrated multi-sensor technology (imt) module calibration failure on the instrument. The customer performed an advanced cleaning and replaced the imt sensor but was still experiencing imt calibration issues. The customer stated that cl and potassium (k) calibrations were failing on the instrument. The ccc dialed into the system remotely and discovered that there were five aliquot probe clot detect errors. The customer ran quality controls (qc) for sodium (na), k and cl, all of which were within acceptable ranges. The customer service engineer (cse) specialist was dispatched to the customer's site. The cse evaluated the instrument and performed a power flush, replaced the imt peristaltic tubing and discussed the sample handling with the customer. The customer has no further issues with the instrument. The cause of discordant cl results on multiple patient samples is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.